Event description:
It was reported that the patient was hospitalized due to receiving several shocks. Review of the cardiac resynchronization therapy defibrillator (crt-d) log indicated that two separate episodes of shocks had been delivered due to induced ventricular fibrillation, though the patient had been at home at the time of receiving the shocks. Other episodes of shock and anti-tachycardia pacing delivery were also in the log for the same day, though it was not reported that those treatments were inappropriate. The therapy was deactivated. Technical services reviewed the device data and determined normal device operation and no suspicious faults or resets. The crt-d had delivered induction pulses during an active programming session by another physician. The patient had been in a confused state and thought the shocks had happened at home. The crt-d remains in service and no additional adverse patient effects were reported.